Event description:
It was reported that a patient experienced aseptic peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The patient experienced cloudy effluent as a result of the peritonitis. The cause of the aseptic peritonitis was unknown. On an unreported date, the patient was treated with cefazoline and ceftazidime for prophylactic treatment of aseptic peritonitis. On an unreported date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.